Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set initial reporter name and address: (B)(6), address: no. (B)(6), postal code: (B)(6), phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the procedure to place a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter, the physician felt resistance when advancing the wire guide into the patient. The wire guide was not altered from it's original shape prior to use. The "j curve" end of the wire guide was the end of the wire guide that was advanced. It was reported that the patient did not have tortuous, calcified, or scarred anatomy. The clinician removed the wire guide and discovered it was "deformed/kinking." Another set was used to complete the procedure. The wire guide was returned to the manufacturer for investigation and it was discovered to be unraveled.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Customer (person) and customer information: postal code: (B)(6) phone: (B)(6), additional phone: (B)(6). Investigation ¿ evaluation (B)(6) hospital (taiwan) informed cook on (B)(6) 2022 of an incident involving a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (rpn: c-utlm-701j-rsc-abrm-hc-rd; lot: 14284863). It was reported that the physician felt resistance when advancing the wire guide into the patient, and therefore withdrew it to find that it was kinked. It was replaced with a new device to successfully complete the procedure. No adverse effects to the patient were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned to cook for investigation. Physical examination of the returned device showed the wire guide was kinked and started uncoiling at 18cm from the proximal end. Total length of the wire in its current damaged state is 95cm. The mandril does not appear to be broken, and no part of the mandril is present in the distal tip area. The mandril is only present in the proximal area of the wire guide. There is no evidence from the device failure analysis that the complaint device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also completed a review of the DHR. The DHR for lot 14284863 records no non-conformances. A database search for complaints on the reported lot found no additional lot related complaints from the field. The wire guide component lots associated with the complaint lot (ic14162216 ic14162211 ic14162217) record only one relevant non-conformance on ic14162216 for bent/kinked, quantity 5. Although these non-conformances are relevant to the reported failure mode, all non-conforming product was scrapped, there are 100% inspections to capture this non-conformance, adequate inspection activities have been established, and there are no other lot related complaints that have been received from the field. At this time, cook concluded that no non-conforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: instructions for use: ¿if resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is most likely that the wire guide was unable to withstand the resistance that was encountered. There are 100% inspection activities in place to identify this failure prior to distribution. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.